Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 15mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent struts were damaged due to severe calcification in the vessel. The procedure was completed with another of the same device. There no patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 15mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent struts were damaged due to severe calcification in the vessel. The procedure was completed with another of the same device. There no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.75x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.